Manufacturer narrative:
Returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the drug library reprogramming was found to be incomplete. The customer likely disturbed the device during the programming process or during the cloning process. The standard config 1a12 was reloaded and the device was fully operational once again. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump experienced system failure config required. There were no reported adverse events.